Event description:
Medtronic return product received. No reason for explant was given. Device was thought to be explanted prior to 2006.

Manufacturer narrative:
(B) (4). Final device analysis of the implantable neurostimulator revealed that the battery was found to be depleted. Even though there were bond wires lifted, the battery depletion had to have occurred prior to the battery bond wires lifting. Since this device was returned for disposal only, it is assumed that the battery experienced normal cell depletion. Destructive analysis was done due to the device being a part of the kinetra recall. Other results included the finding of cosmetic cuts in the access hole adhesive over the #0-3 and #4-7 connecting wires, and expanded battery, and epoxy bonds broken between the hybrid circuit and the battery terminal. Additionally, no output or telemetry was noted but assumed normal end of life. Battery voltage at analysis was .66v.